Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Data logs are not available and product was not returned. The root cause of the optical signal issue was not determined since product/data logs were not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During use, the ¿placement signal not reliable¿ alarm was active. The placement signal was disabled due to the alarm. Despite this, the device was successfully weaned and explanted. No patient harm was reported.

Manufacturer narrative:
H4 device manufacture date updated.